Manufacturer narrative:
Failure analysis revealed that the insulin pump was received with minor scratched display window, cracked lcd window at the upper right side corner, cracked case at the display window corners, broken reservoir tube lip, cracked reservoir tube window thru reservoir tube and cracked battery tube threads.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
It was reported that the customer's insulin pump has a cracked display and also a crack on the reservoir. Customer's blood glucose level at the time 152mg/dl. Advised insulin pump would be replaced. No additional information was provided.